Event description:
It was reported that an app crash alert occurred. It was indicated that the patient was using an unsupported operating system, data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. H2- correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.